Manufacturer narrative:
H6: medical device problem code 2017 clarifier- guide wire / fdw selection incorrect, excessive force. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The emboshield nav6 instruction for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the IFU states: do not continue to retract the barewire filter delivery wire against significant resistance. If significant resistance is felt, retract the guide catheter or sheath and the rx retrieval catheter together. The investigation determined that the reported difficulties resulting in unexpected medical intervention and surgical procedure were user related. The emboshield nav6 filter came off the distal end of the viper wire during the forceful retrieval attempt with the emboshield nav6 retrieval catheter due to the combination of using a non-abbott wire, and the failure to remove the entire system as a unit when resistance was felt, per the emboshield nav6 embolic protection system IFU. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the emboshield nav6 embolic protection device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal superficial femoral artery (sfa) lesion that was heavily calcified. A 5fr sheath was used. The nav6 emboshield filter was being used on a viper guide wire. The guide wire was pulled hard during retraction and the filter came off inside the patient anatomy. The procedure was completed with a new access and the filter was snared. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.